Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, the patient underwent orif surgery for fracture on tibia fibula with the product in question. In the surgery, the surgeon tried to use fibulink over the outer plate of the distal fibula plate, but when drilling the fibulink, he used a universal drill guide and inserted the guide wire, but the drill interfered with the plate hole. The drilling was not done until the end. Because the guidewire and drill were deformed, making insertion impossible, he gave up over the plate and opened a new kit and used it from outside the plate. The surgery was completed successfully with 30 minutes surgical delay. There are no pieces in the patient. The surgeon confirmed by x-ray. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post-market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): part # fgs-1100 synthes lot # 23e016 supplier lot # 23e016 release to warehouse date: 01 nov 2023 supplier: (B)(4). No ncrs were generated during production. Device history review (DHR): a review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received and it was stated that the surgery was completed without any problems with using alternative techniques. There were no pieces in the patient. The surgeon confirmed by x-ray.